Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High threshold requiring repositioning. Physician opted for new lead because there was no remaining steroid on the lead collar for the repositioning. No adverse patient events were reported.